Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that an ar-1204af-95, flipcutter® ii, 9.5 mm bent after it flipped and while drilling femur tunnel and an ar-1409lp-50, low profile reamer, 9.5 mm, broke upon drilling the tibia tunnel. This was detected during use in an acl reconstruction single bundle procedure on (B)(6) 2025. The procedure was completed successfully using a new flipcutter and the reamers from the set itself.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure is user error. This includes improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device damaged. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.